Event description:
Procedure type: adrenalectomy. According to the reporter: during the surgery, the balloon erupted. A few pieces fell into the pt cavity, however, they were retrieved without any damage to tissue. There was no need to make an incision and the or time was less than 5 minutes. A new instrument was used to compete the procedure. No pt injury was reported.